Event description:
It was reported the pt ((B)(6)) was suddenly unable to communicate with the ipg using either the charging system or the pt programmer. Efforts to resolve this matter with use of replacement external devices proved unsuccessful. Surgical intervention was undertaken to replace the pt's ipg, and effective stimulation was recaptured.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.